Event description:
On 3/5/2024, it was reported by a sales representative via (B)(4) that (2) ar-8741-40 driver and (2) ar-8741-40s driver broke during use with no pieces breaking off inside the patient reported. The case was completed successfully, and no further information was provided. This was discovered during a metacarpal fx procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 3/7/2024: the drivers broke as the surgeon was attempting to get the final fixation for a metacarpal fracture. One of the drivers broke in the patient, taking 15 minutes to retrieve it. The other three drivers only cracked. All fragments were removed from the patient. A fourth driver was used to complete the procedure. They removed the screw, drilled again (cycling the drill), and then put the screw back in. The driver didn¿t crack, but the threads were damaged. Additional information was received on 3/8/2024: per the sales rep on photo attachment "one of the ar-8741-40s¿ broke in patient whole surgeon was advancing the screw and surgeon had to fish fragments out. The other short driver broke but did not fully disconnect from the driver. Same for the one long driver. The fourth drives threads were damaged. Please see picture attached."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, the drive geometry had twisted at the distal tip of the returned 3.5 mm beveled ft driver, cannulated, short, t10 hexalobe. Functional testing was not performed due to the twisted distal tip of the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.